Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
Study report. Device malfunction: none. Time of symptoms/ae: after the procedure. Symptoms/ae: hemodynamic/hypotension; right groin hematoma. It was reported that the patient had seen her primary care physician about 2 weeks post an uneventful arteriotomy closure with a perclose device, it was noted that she had an unspecified size hematoma on her right groin. The physician ceased her usual unspecified dose of coumadin for 5 days and then had it resumed. The condition was reported as resolved in 2007. There were no other reported adverse patient sequelae. Though requested, no additional information was available. Study event.